Event description:
Caller states the patient tested 44mg/dl and 99mg/dl on the inform system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.